Event description:
It was reported that while the patient was in the hospital for a medical issue, the patient went into cardiac arrest. The device detected ventricular tachycardia/ventricular fibrillation appropriately and shocked the patient thirty times; all were failed episodes. The patient was given narcan and no further intervention was needed. The patient is currently in intensive care on a ventilator. The device remains in use. It was also reported that the atrial lead had high thresholds, high impedance and a possible fracture. The lead remains in use with a possibility of revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).